Event description:
The reporter did back to back blood glucose testing, one after the other. The results were 85, 119 and 138 mg/dl. Reporter did not have any symptoms. During troubleshooting, reporter stated having a hard time getting enough blood. Has added second drop to some of the tests. Control testing was not done due to lack of supplies. No harm was alleged.